Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had not yet notified their managing physician about the issue but was going to make an appointment. They noted that ¿its acting up again¿ after taking a trip (from (B)(6) 2018) and that they were still having problems. The issue was reported as not yet resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event was reported as end of (B)(6) (2018). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient traveled through an airport and was staying in (B)(6) in (B)(6). (Started the end of (B)(6) 2018) and since then they had noticed a return of symptoms. They were back to using depends and was going to the bathroom frequently. The patient stated that the ¿night was the worst¿ as they were up every hour but was not as bad as during the day. When asked if they had turned the stimulation had been turned off prior to going through airport security (and then turned it back on), they responded no they had not turned it off. The patient had decreased it to 0 then back up and ¿it feels like it is on, she can feel it when she makes a change¿. Now they felt it is ¿up to like 4.2¿. Initially, when the patient used the programmer to sync to the ins, the unit was ¿dark¿. However, after reviewing battery considerations and changing the batteries, they were able to successfully connect. It was noted that they were using sunbeam brand batteries. It was determined that they were on program 1 at 4.3 and the stimulation was on. Therapy consideration were reviewed with the patient and they were redirected to their healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.